Manufacturer narrative:
Please see additional information provided in section b5 and h6 for an additional health effect clinical code.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 315 mg/dl (17.5 mmol/l) for an undisclosed time wearing the pod. The reporter stated that they have been consistently receiving the ¿dexcom issue detected¿ since on (B)(6) 2025, and they have changed the sensor 3 times. The reporter stated on (B)(6) 2025, they went to the hospital to seek medical attention as the bg level was high and ketones were at 7. The patient symptoms also included feeling weak and exhausted. The patient had been hospitalized and diagnosed with ketoacidosis. The physician indicated the issue stemmed from a non-functional pump and lack of hourly checks, leading to elevated glucose and treatment with plasma-lyte 148, glucose infusion, and injections via insulin pens. At the time of the call, the patient was still hospitalized. On (B)(6) 2026, the reporter provided additional information related to the medical event. The patient had additional symptoms which included feeling nauseous and dark circles around their eyes. The patient was receiving intravenous plasma-lyte 148 and intravenous glucose. The reporter stated once they received a new controller the issue was resolved. The patient was discharged from the hospital on (B)(6) 2025.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 315 mg/dl (17.5 mmol/l) for an undisclosed time wearing the pod. The reporter stated that they have been consistently receiving the ¿dexcom issue detected¿ since (B)(6) 2025, and they have changed the sensor 3 times. The reporter stated on (B)(6) 2025, they went to the hospital to seek medical attention as the bg level was high and ketones were at 7. The patient symptoms also included feeling weak and exhausted. The patient had been hospitalized and diagnosed with ketoacidosis. The physician indicated the issue stemmed from a non-functional pump and lack of hourly checks, leading to elevated glucose and treatment with plasma-lyte 148, glucose infusion, and injections via insulin pens. At the time of the call, the patient was still hospitalized.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue with the sensor. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.